Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) as the device only inflated once. A revision surgery was performed in which the cylinders and pump were removed and replaced. Upon explant, fluid loss was noted as a hole was found in the right cylinder; however, the physician was unsure if the device had been perforated with a needle. There were no patient complications.